Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving a duracon insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿after nineteen years in situ in this large, active male patient some poly wear in not unexpected. The loose, non-migrated tibial component without cementing the keel is also not unexpected. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late clinical situation.¿ device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the reported wear is not unexpected after 19 years of in vivo service.

Event description:
Surgeon noticed a narrowing of the space between the femoral and tibial component on x-ray. Patient scheduled for poly exchange, revision on right knee.

Event description:
Surgeon noticed a narrowing of the space between the femoral and tibial component on x-ray. Patient scheduled for poly exchange, revision on right knee.